Event description:
On (B)(6) 2026, the patient presented to the (B)(6) emergency room stating he had fallen. His implant incision site was infected. The patient was admitted for exploration surgery. Upon opening the incision, the infection was found around the unconnected leads and neurostimulator. The neurostimulator was removed and infected leads were cut down and removed at the skull. Treatment included unspecified oral antibiotics.

Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.